Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive for a few seconds and then functioned as designed. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The site refused software logs and service to system, therefore no findings were available.